Event description:
The reporter stated that the surgeon was advancing a 20.5 diopter three piece lens in the injector and the injectors plunger tore the lens. This was prior to insertion, so no patient injury.